Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by cloudy pd effluent. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). The outcome of the peritonitis was unknown. Action taken with dianeal 1.5% and 2.5% single bag therapies and dianeal 1.5% ultrabag therapy was not reported. Dianeal 2.5% ultrabag therapy was ongoing. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).